Event description:
Rptr complains of leaking implants & capsular contracture. Implant removed 4/95. Diagnosed: systemic lupus, chronic fatigue, fibromyalgia, arthritis, cysts in liver, ribs under right breast broke, stress, fracture, atypical neurological disease & raynaud's. Half or more of silicone was gone from implants.